Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the touchscreen was not working while using the vela ventilator. The customer observed a liquid patch on the right bottom of the ventilator. The customer reported all connector pins were removed and reattached to ensure the connections are correct. The customer reported after the removal of the pins, the issue was not resolved. The customer cross checked with a new front panel and the issue was resolved. There is no patient involvement associated with the event.